Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump would power off without warning. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was monitored and no unexpected off no power alarms or shutting off or restarting occurred during testing. The insulin pump had normal operating currents. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.